Event description:
A rectal temperature was being taken. Upon removing the probe, the probe cover broke. The break was circumferential. The edges were smooth where the probe cover broke apart. Part of the probe cover remained lodged in the patient. The patient was sent to a nearby hospital where an endoscopic procedure failed to remove the probe cover. Enemas were administered to the patient, but the probe cover would not pass. Finally in 2003, the probe cover did pass with no injury suffered by the patient.